Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, straight scratch on iol optic noticed. This has occurred in the past at this site and the facility feels it may relate to the monarch injector. Iol was still inside the patient eye, scratch was in periphery of iol so will not affect the vision.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The photo provided shows the lens inside the eye. A scratch mark is observed on the outer edge of the optic. We are unable to verify the scratch or the extent of damage from the photo. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a handpiece and viscoelastic. Without the cartridge information we are unable to determine if a qualified combination was used. Based on our observation of the attached photos, the lens has a scratch\mark on the optic. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Company foldable iols( intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU(instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).